Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the unit was heating up, would not hold the wires, made an unusual noise, the internal components were corroded and the clamps were worn. It was also determined that the device failed pre-test for check self holding,check for smooth running,check the clamping range,check the untrue running,check the gripping power and function. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning and normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that prior to an unspecified surgical procedure, the quick coupling device was overheating, not gripping the pin and making noises. This event did not occur during surgery. There was no human patient involvement as this device is for veterinary use only. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.